Manufacturer narrative:
Data analysis: automated impella controller (aic) logs did not confirm the reported controller failure alarm. Rather, there was an unexpected controller reboot during the clinical procedure. The console was power by ac mains at the time of the reboot which means there were two sources of power (battery and ac power). There were no log entries that could link this reboot to a failed mechanism or process. Low tension (lt) power data showed there were normal charger or battery statuses during the reboot which would indicate no apparent logged issue with power. Device analysis: console was investigated in the protective multiple earthed(pme) electrical engineering lab. Through long-term testing, there were no unexpected reboots reproduced. Inspection of the internal printed circuit board (pca)s and associated cables revealed no abnormalities. There were no visibly loose connections that could be impacted by vibration or cable strain. While on ac mains and battery power, epc supply was monitored to look for glitches and no issues were discovered (within normal supply ranges 16-24 v). The root cause of the unexpected controller reboot was not determined due to the inability to reproduce.

Event description:
The user facility reported a 45-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the automated impella controller (aic) displayed a controller failure alarm during impella support. The console was replaced because of the failure. There was no patient harm reported.